Manufacturer narrative:
The investigation determined the customer re-used a sample ID that had pending results stored in the analyzer. The customer was referred to the "programming by sample ID," section (page 7-7) of the vitros 250/350 operator's manual, which describes how to manage sample ID numbers that were previously used and not processed to completion or deleted. If a sample is not processed to completion, the sample programming and associated demographics data are retained by the analyzer in a "pending" state, as per the design of the software. Re-using the sample ID on a different sample without completion of the original request or the deletion of the pending testing, will cause the original information to be carried forward. No malfunction occurred. The root cause of this event is user error.

Event description:
A customer reported that results from a patient sample obtained from a vitros 350 chemistry analyzer were associated with an incorrect patient. The sample ID in use for the affected patient was previously programmed for a different patient sample, whose assay requests were not processed to completion. No erroneous results were reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).